Event description:
The dealer reported that the irc5po2v concentrator in question shuts down after a few minutes of running. It was also noted that the device flashed the yellow low o2 warning light and red warning light with alarm.